Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No alarms or missing segments were noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that she received a watchdog timeout. The customer's blood glucose was 185 mg/dl at the time of incident. The customer's blood glucose was 110 mg/dl at the time of call. The customer stated had blood glucose of 55 mg/dl prior to the call. The customer stated that she treated her low blood glucose with juice. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that they changed the battery and the insulin pump powered back. The customer performed self-test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.